Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on a review of the medical records it was reported the patient experienced adhesions and hernia recurrence. Both adhesions and recurrence are listed as possible known adverse reaction in the instructions-for-use. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent a laparoscopic umbilical hernia repair with implant of a bard ventralex mesh (#1) as well as repair of a left inguinal hernia with implant of a bard perfix plug (#2). A month later the patient had a post op office visit, it was noted that the wounds were clean, dry and intact. On (B)(6) 2014 - the patient was found to have organ confined prostate cancer and underwent an exploratory laparotomy repair of an inadvertent bowel injury, repair of umbilical hernia and bowel resection. The bard ventralex mesh (#1) was found to be adhered to the small bowel. There is no indication the ventralex mesh was explanted per operative dictation. On (B)(6) 2015 - the patient underwent an open radical retropubic prostatectomy, bladder neck reconstruction/cystoplasty and bilateral pelvic lymph node dissection. On (B)(6) 2015 - patient presented to the ER with complaints of abdominal pain of the right inguinal area. On (B)(6) 2016 - patient underwent surgical insertion of an inflatable penile prosthesis due to erectile dysfunction. On (B)(6) 2016 - the patient was diagnosed with left recurrent inguinal hernia with post-incisional ventral hernia. The patient underwent a multi-part procedure which included open repair of the ventral hernia with non-bard davol mesh, extensive lysis of adhesions with robotic-assisted laparoscopic repair of the left inguinal hernia with non-bard davol mesh. The previous left inguinal perfix plug mesh (#2) was identified during the procedure and noted to have adhesions. There was no indication that the perfix mesh (#2) was explanted during this procedure.